Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that a belt slipped error displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The first (1st) generation main bearing had leaked grease onto the pulley and belt along with other components. The pump was mfg prior to a main bearing design change which was implemented to improve the grease leakage issue. The roller pump was sent to the in-house service department for repair which includes but was not limited to replacing the main bearing. The pump operated to manufacturer's specifications and was returned to clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.